Event description:
New information received states that the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-31315. Related manufacturer report 3006705815-2020-31316. It was reported that the implantable pulse generator was inoperable. One lead had high impedance issue however it is unknown which lead had high impedance therefore both leads are being reported. A surgical intervention is anticipated in the near future. No additional information is available at this time.